Manufacturer narrative:
(B)(4). Insulin pump was received with blank display. Unable to determine the root cause, problem isolated to the electronic assembly pcb 1. Unable to confirm unexpected battery power loss due to blank display. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had replace battery alert. Customer reported that they did received low battery alert prior to replace battery alert. Customer was experienced high blood glucose. Customer stated that battery cap was not loose, cracked or damaged. Customer stated that auto mode feature was not active. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.